Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60d cartridge reload present. Additionally, the reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on second firing the right side of the staple line did not form. It was on the remnant side of the stomach. Doctor was using seam guard with a gold cartridge. The gold cartridge has deformed and appears that the knife blade cut through the channel. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).